Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported a decrease in vision in an eye following an intraocular lens (iol) implant procedure. The decrease in vision appeared to have been related to glistenings in the lens. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.